Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
This ventricular lead showed episodes of noise. The lead was reprogrammed and the patient did not suffer any adverse consequences.